Event description:
While treating a pt with the 3100a, its low source gas caution light activated. The 3100a continued to operate properly and pt treatment continued until the pt was ready to move to the next stage of prescribed treatment on extra-corporeal membrane oxygenation.